Event description:
A consumer reported seeing shadow in the form of a little dark grey-black donut two weeks following intraocular lens (iol) implant surgery, he also stated that "it is disturbing my vision and my life". Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 07/30/2008.